Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 507153v lead, implanted: (B)(6) 2007; 5076-52 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that both the right ventricular (rv) lead and left ventricular (lv) leads exhibited high impedances. The leads remain in use. No patient complications have been reported as a result of this event.